Event description:
During the index procedure the patient had one resolute integrity drug eluting stent implanted in the cx. On the same day as the index procedure the patient suffered an mi. The investigator has assessed that the event was not related to the device. It is reported that the patient recovered without treatment.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (mi).

Manufacturer narrative:
(B)(4).

Event description:
During the previously reported revascularisation which was carried out approx 8 months post index procedure, one non-mdt stent was implanted in the target vessel (cx), and five non-mdt stents were implanted in a non- target vessel (rca).

Event description:
The patient underwent revascularization of the lcx and rca due to worsening cad. Six non medtronic stents were implanted. Investigator indicated that the event was not related to the study device. The patient recovered with treatment.